Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited loss of capture, and unspecified over-sensing. Corrective programming changes were made on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.